Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion in the tubing within 3 hours of insertion followed by alarm which led to high blood glucose level. Duration of infusion set used was not more than 72 hours. The customer addressed the high blood glucose by correction bolus via pump. The insertion site was at upper buttocks. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.